Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by restarting the system however the customer did not provide the complete information regarding the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the host pc had a memory problem during the runtime. The fse visited onsite and upon functional testing, the fse examined the system log files and found that the host pc stopped working intermittently. To resolve the reported issue the fse reloaded the host pc software and reseated the hard disks. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposures in peripheral mode. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.